Event description:
It was reported that the intra-aortic balloon (iab) was prepped per instruction. The md inserted the sheath via the pt's femoral artery. While inserting the iab over the spring wire guide (swg) and into the sheath the iab catheter "hung up in the sheath." Additional info received on (B)(6) 2012, stated that while in the cath lab the iab was prepped and the sheath was inserted via the pt's right femoral artery. As the md was inserting the iab into the sheath the iab became stuck in the sheath. The md removed the iab from the sheath. A second iab was prepped and inserted without issue. There was no reported pt death or injury. Medical / surgical intervention was not required. The intra-aortic balloon pump (iabp) therapy was delayed / interrupted for 7 minutes. There was no reported pt complications. The pt received iabp therapy successfully.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.